Manufacturer narrative:
Investigation/conclusion: the meter associated with the complaint was returned for investigation. Return and retain strip testing performed on the returned meter met accuracy criteria. The customer's complaint was not replicated. The returned meter met functional testing requirements. Although thermistor testing failed to meet specification with thermistor b, the returned meter produced temperatures for both thermistors that were within one degree of the specification, indicating minimal impact to the measured pt time. Impedance curve analysis was not performed because the meter returned was an inratio 1 meter and only the last result stored in the meter's memory can be used to generate an impedance curve. A review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range = 2.5-3.5. On (B)(6) 2016 inratio inr = 1.5; venous lab inr = 3.6 tests performed within an hour of each other. Patient instructed to hold coumadin dose for the day after receiving a lab inr of 3.6. No additional information provided.